Manufacturer narrative:
Updated fields: b4, d10, g4, h3, h6, h10. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a

Event description:
It was reported that during insertion of the intra-aortic balloon(iab), the balloon was stuck in the sheath and could not be inserted. The iab was replaced with a new one to start therapy. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior. A sheath was not returned. An inner lumen and catheter tubing kink were found at approximately 74.93 cm from the iab tip. The fiber optic sensor was also found to be broken in this region. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and no leaks were detected. A 0.09 cm guidewire was inserted through the iab and was unable to advance at the region of the inner lumen and catheter tubing kink. The evaluation confirms the reported failure. An inner lumen and catheter tubing kink makes it difficult to advance the sheath. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).